Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
If implanted, give date: unknown, as it was not indicated if the lens was implanted. If explanted, give date: unknown, as it was not indicated if the lens was implanted. (B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens was defective, but with no indication if there was patient contact and when the event occurred during the surgical procedure. No additional information was provided.

Manufacturer narrative:
Device available for evaluation: yes, returned to manufacturer on: 03/06/2019, device returned to manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. A visual inspection was performed with magnification 10x and showed viscoelastic residue on the lens surface. One of the haptics was stuck to the optic associated to the folding process, the other haptic looks in good conditions. No damages in the lens was observed, the complaint issue was not confirmed. There is no evidence to suggest that the complaint sample has been affected by the manufacturing process. No product deficiency was identified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.